Event description:
It was reported that a user new to the ilet experienced prolonged hyperglycemia with readings over 400 mg/dl for several hours and separate hypoglycemia to 39 mg/dl lasting about 3 hours and 15 minutes, with the user acknowledging an overcorrection during a meal and planning to disconnect from the pump before back surgery; the user was advised to take backup therapy and disconnect from the pump for at least two hours after injection. Symptoms included shakiness, thirst, body aches, and stomach ache. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and that the cause of the hyperglycemia and hypoglycemia was unclear, with user actions including meal-related overcorrection and transition to backup therapy contributing to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Manufacturer narrative:
Health effect clinical code e0130 was populated in error on the initial report and is replaced by e1002.